Event description:
The patient's death was reported. The cause of death was noted as traumatic brain injury due to two "bad" falls. It was reported that the death was not related to the implantable neurostimulator (ins) although it was unclear as to any association between the device and the falls that precipitated the patient's death. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 7482a40 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk; extension model 748240 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; recharger model 37651 serial# (B)(4); programmer model 37642 serial# (B)(4); lead model 3387s-40 lot# v020895 implanted: (B)(6) 2007 explanted: unk; lead model 3387s-40 lot# v020086 implanted: (B)(6) 2007 explanted: na. (B)(4).